Event description:
Using a 7f guide, the balloon on the visi-pro may have been damaged going through the guide. The visi-pro stent was deployed short of the lesion, and a second visi-pro stent was deployed, through an 8f guide in the correct area. No injury to the patient reported.

Manufacturer narrative:
A review of manufacture records for this device did not reveal any discrepancies relevant to the reported event.